Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp had improperly disconnected from the setup and then reconnected, prior to the alarm. The hp stated that they thought they were done with therapy, so they disconnected themselves from the hc but did not place a cap on the end of their patient line. The technical service representative (tsr) assisted the hp in clearing the alarm. Proper procedures were reviewed with the hp. The tsr advised the hp to complete therapy by using continuous ambulatory peritoneal dialysis or starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting from the setup during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.